Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: upon visual inspection, found that the zi-real abutment (cap454) have been cut down by customer and the walls are too thin (maintain three walls of the abutment and at least .5mm of wall thickness during preparation).

Event description:
The doctor indicated that the zi-real abutment fractured at time of delivery to the patient. It was also reported that the patient did not suffer an injury or infection.